Event description:
(B)(4). Device report from synthes (B)(6) reports an event in (B)(6) as follows. It was reported that the battery is at fault and is not holding charge when it is used during a procedure. The battery is not lasting the usual time it was supposed to. This is report number 2 of 5 for complaint (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates after the manufacturing documents were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
(B)(6). An investigation was conducted and it states that the batteries in question were forwarded to the power tools product development centre for investigation. All housings of the received batteries are intact but have strong traces of use, which indicates that they were intensely used. The electric test of all devices has shown that 3 batteries are electrically functional and are even within the specification of a new battery. The remaining 2 batteries have either no capacity or bad contacts, caused by a damaged or broken internal cell connector. The exact cause of these damages cannot be defined; possible causes are use of undue force or worn/dirty contacts at the batteries or the charger.